Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged there was moisture behind the display lens. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation of the device was completed on 21-jul-2018 with the following findings: on investigation, visible moisture behind the display lens was confirmed. Leak testing failed due to moisture ingress at the site of a crack in the battery compartment as well as through a puncture hole in the audio bolus button cover. Additional moisture was found inside the pump on the printed circuit board and on the motor assembly. Investigation confirmed the complaint.